Event description:
Patient reported leakage at needle set during infusions. Patient stated that she was trained with nursing, had no problems and is now experiencing leakage using same needle set. Patient stated that she is infusing 6 sites total, 3 per leg. Patient stated that about halfway through the infusion, she has had leakage and suspects that she is not getting the full amount of her dose. Patient currently uses 6mm length. No missed dose or adverse event reported; unknown if available for return; md not aware. Needle set used to infuse hizentra 20% at above dose and frequency. No further information provided. Indication: chronic inflammatory demyelinating polyneuritis. Reported to (B)(6) by pt/caregiver.